Event description:
The patient was not getting the desired relief and the health care professional had increased the dose. An x-ray was done and the distal segment of the catheter was found to have come out. The distal end was replaced. The patient was doing well after the revision. The medication being delivered via the pump was not reported.